Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 6.0x120x150 sterling balloon catheter was advanced for dilation. During the procedure, the balloon break blood flows and would not hold blood back into inflation device at 8 atmospheres. The procedure was completed with a non-bsc device. No patient complications were reported.